Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis high temperature, no urination and vomiting. The blood glucose read high on the glucometer. Troubleshooting was performed and the mother stated that not very much insulin exited during the prime test and they did not have another infusion set to try the test again. The basal rates were programmed correctly. The mother did not have a tubing clamp to perform the high pressure test. The mother stated that the medical doctor would not release the customer from the hospital unless the insulin pump was replaced.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.